Event description:
It was reported that the patient believes the vns is causing them to experience more seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.